Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results and to provide a correction to section g4. The incorrect 510k was inadvertently entered on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible there is a leak at the inflation tubing to balloon tab, but this cannot be confirmed without a sample. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device involved had a leak where the air intake connects to the balloons. The customer tested them underwater after the case was over and confirmed the leak. There was no patient injury/medical or surgical intervention required.